Event description:
It was reported that the patient experienced tenderness and sharp pain at the spinal cord stimulation (scs) implantable pulse generator (ipg) site and stimulation shocks with stimulation on and off, which were easing. The patient experienced weight fluctuations, and the ipg tilted in the pocket site over time. The device was reprogrammed; however, the issues continued. The patient underwent an ipg revision procedure where the device was replaced, and a new ipg was positioned to sit more superficially and aligned to the skin surface. The patient recovered postoperatively.